Event description:
It was reported that the device battery voltage went from the elective replacement indicator (eri) voltage to end of service (eos) voltage within two days. It was also noted that the there was a charge circuit time-out. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : (B)(4) - subsequently, performance data was collected from the device and analyzed. Analysis revealed the time of recommended replacement time was (B)(6) 2012 and the weekly battery voltage trend data showed a minimum battery voltage equal to 2.86 to 2.55 volts between (B)(6) 2012 and (B)(6) 2012. There was a low battery voltage alert on (B)(6) 2012 and two patient alerts for charge circuit timeout on (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : (B)(4): the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product : 4076 implantable pacing lead: (B)(6) 2008. (B)(4).